Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer were not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 414 mg/dl, at the time of incidence. Customer manually increased the rate of bolus. The customer stated that the insulin pump did not working. Customer did not assisted with troubleshooting as their high blood glucose level was due to steroids. The insulin pump will not be returned for analysis.